Manufacturer narrative:
The pump was returned to animas for eval. The pump was found to be operating within specification and delivering accurately. The daily insulin delivery totals correctly reflected the users programmed rates.

Event description:
The pt reported elevated blood glucose levels. The pt went to the ER and his blood glucose level was 485mg/dl. In the ER the pt was administered 15 units of insulin via his pump and was sent home. Two hours later, the patient blood glucose reading was 165 mg/dl.